Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day the patient began treatment with injection of tobramycin (40mg daily for three days, route not reported), injection of reflin (1mg daily for three days, route not reported), and injection of heparin (0.5ml, three times for three days, route not reported).two days after event onset, the patient was treated with injection of vancomycin (2gm every fifth day, route not reported), and injection of fortum (1gm daily, route not reported). At the time of this report antibiotic therapy was ongoing and the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was not recovering from this peritonitis event and the ¿fluid was not clear¿. On an unreported date pd therapy was placed on hold, the pd catheter was removed and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.